Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting the fse found that that there was no communication between the suite-pc and x-ray-pc. To resolve the issue the fse replaced the suite-pc and the x-ray-pc. Analysis of the returned parts confirmed that the malfunction of the suite-pc was due to a failure of the main board and the malfunction of the x-ray-pc was due to damage of the hdd bay. After the replacement and installation of the software, backups and new licenses, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion device would not boot up. No harm was reported to philips. Philips has started an investigation of this complaint.